Manufacturer narrative:
Exemption number e2016018. (B)(4). Result of examination: the history log files of the received sample were read out and analyzed. The history files revealed no abnormalities regarding the reported event. Thereupon the infusomat space was visually and functionally examined. The sample was slightly contaminated and showed signs of a drop damage. The spaceline, which was engaged for testing purposes, was dependably identified and could be selected. A start-up was possible without reservations. However, the mechanical pressure limitation did not meet the requirements of the technical safety check. It was tried to calibrate the device. This procedure was not possible, because the door bolt did not reach the "open" position. Therefore a delivery accuracy measurement was not possible. The device was opened and the inside was examined. The device was damaged massively inside. Following is described in the IFU: prior to administration, visibly inspect the pump for damage, missing parts or contamination and check audible and visible alarms during self test. If the pump falls down or is exposed to force, it must be checked by the service department.

Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been already provided by user facility for investigation at bbm laboratory in melsungen, germany. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in germany): over infusion